Event description:
The customer reported that the left monitor was defective resulting in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
The customer did not accept the service quote, therefore, no ge service was performed.